Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
It was reported that while device was on a patient, the device displayed a technical failure 388 - no o2 dosing possible. It was reported that the vent was swapped out to continue treating. No patient harm was reported.

Manufacturer narrative:
The device logs were provided for evaluation. Technical support confirmed the reported error occurred on the device logs. The customer was advised to replace the inspiration block to resolve the reported issue. The customer placed an order for a new inspiration block; however, the defective inspiration block has not been returned for further evaluation.